Event description:
The following has been reported: fk director reported : at a conference, a mayo nurse from critical care stopped by and noted a few issues. : they don't use the check valve because they can't get it to prime, as a note of interest they were told to try and prime it with the cap. 05/22/2025- fk director emailed confirming the following : this was identified by two nurses at the critical care nurses conference. It was antidotal and they did not have specific dates or amount of times this occurred or which pumps. These were ICU nurses. They could not duplicate the issue on the demo pump when they attempted to show me the issue. "Although a fresenius kabi administration set was being used, the model# or lot# was not disclosed by the customer." A preliminary review identified the following issue: tubing set error (clogged admin set). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture were available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The potential root causes could be related to 1) kinks located somewhere in the admin set, 2) blockage / occlusions at connections or ports, 3) slide clamps being actuated on the tubing. The current process controls detection include 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection related to kinks during the manufacturing process and final physical inspections.